Event description:
Reportedly, during the follow-up performed on (B)(6) 2014 on a pacemaker dependent patient, the device was found operating in standby mode (vvi 70ppm, 5v, unipolar, aida off). The subject device was successfully reprogrammed in ddd mode. In the previous follow-up (post-radiation therapy), the device was found to be functioning well and left programmed in ddd mode (no radiation therapy had occurred between the previous follow-up and 23 may 2014). Preliminary analysis revealed that the pacemaker switched in standby mode probably on 23 may 2014 because an unauthorized command was detected (i.e. Write in read only memory). This was likely caused by the radiation therapy that generated data alterations. The device re-initialization was successfully performed on (B)(6) 2014. Recommendations were provided to closely follow-up the patient, in particular after radiation therapy sessions.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2014 on a pacemaker dependent patient, the device was found operating in standby mode (vvi 70ppm, 5v, unipolar, aida off). The subject device was successfully reprogrammed in ddd mode. In the previous follow-up (post-radiation therapy), the device was found to be functioning well and left programmed in ddd mode (no radiation therapy had occurred between the previous follow-up and (B)(6) 2014). Preliminary analysis revealed that the pacemaker switched in standby mode probably on (B)(6) 2014 because an unauthorized command was detected (i.e. Write in read only memory). This was likely caused by the radiation therapy that generated data alterations. The device re-initialization was successfully performed on (B)(6) 2014. Recommendations were provided to closely follow-up the patient, in particular after radiation therapy sessions.